Event description:
The customer received a questionable cholesterol result for one patient sample and a questionable lactate result for one other patient sample. Of the data provided, only the cholesterol result was discrepant and reported outside the laboratory. The initial result was 6 mg/dl and was automatically released through their autoverification system. They manually poured the sample into a cup for repeat testing on the same analyzer and result was 158 mg/dl. A corrected report was issued and the patient was not harmed. The cholesterol reagent lot number and expiration date were not provided. The field service representative determined there was a leak in vacuum lines to the detergent nozzle and rinse water nozzle. He replaced all rinse mechanism tubing. He ran performance testing which was ok and the customer calibrated and ran qc which was ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.